Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a faulty speaker assembly. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6).

Event description:
It was reported the intellivue x3 speaker was faulty; it was unable to produce any sound. It is unknown if the device was in clinical use at time of event. No adverse event to the patient or user was reported.